Event description:
Customer reported via phone call that they have no delivery alarm basal, bolus and fixed primes. The blood glucose reading is 300 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.